Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a light guide bundle that was chipped, a universal cable scratched, and a rigid tube that was dented. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the light guide bundle chipped, the universal cable scratched, the rigid tube dented, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.